Event description:
It was reported a spectrum pump had a stuck soft key and it caused incorrect entries. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of a stuck soft key could not be reproduced. All keys performed as expected and no keys resulted in an incorrect response or double entry. The device was tested for 24 hours and no malfunction could be identified. Due to delaminating, the keypad was replaced.